Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during inspection for surgery, the set screw driver was found in two pieces. No case involved.

Event description:
It was reported that the set screw driver was found in two pieces after it was processed by spd, possibly missing the connector piece. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
Associated device was returned and evaluated. A visual inspection confirmed the device is broken into two pieces. The device shows significant signs of wear/usage. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.